Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter, receiver and the smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/14/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A shared log review was performed and the transmitter failed the log review. The reported event of loss of connection was confirmed. The root cause could not be determined.